Manufacturer narrative:
Omit: a1407 - insufficient flow or under infusion (2182), g04105 - pump. Additional information: imdrf annex a, g codes manufacturer narrative. Root cause: the root cause for the reported issue that device had channel alerted occluded was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device alerted channel "occluded", when the chemotherapy cladribine and cytarabine bags were almost complete, as there was too much pressure in the bag to pull the full dose of chemotherapy. This alert occurs then the channel doesn't think there is any drug left in the bag hanging. However, rn visualized the chamber of the antineoplastic compressed. And the nurse was unable to open the valve for antineoplastics because of the exposure risk. Per the new short sets, the intention is for the line to pull all the way to the channel, so the patient receives the full dose of the drug. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device alerted channel "occluded", when the chemotherapy cladribine and cytarabine bags were almost complete, as there was too much pressure in the bag to pull the full dose of chemotherapy. This alert occurs then the channel doesn't think there is any drug left in the bag hanging. However, rn visualized the chamber of the antineoplastic compressed. And the nurse was unable to open the valve for antineoplastics because of the exposure risk. Per the new short sets, the intention is for the line to pull all the way to the channel, so the patient receives the full dose of the drug. There was patient involvement, but the outcome is unknown.